Manufacturer narrative:
Insulin pump received with constant motor error loop during rewind due to jammed motor gearbox. Unable to perform displacement test due to motor error. Cracked reservoir tube lip and minor scratched lcd window noted.

Event description:
Customer reported receiving a motor error on the insulin pump. Customer stated that the motor error occurred during a reservoir change. He could not recall any significant events leading up to this alarm and stated that the insulin pump was not exposed to any strong magnetic field or MRI. Customer was assisted with clearing the alarm but was still unable to rewind the insulin pump. The blood glucose reading was 182 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.